Event description:
Customer has experienced an increase in infection rates since implementing the clearlink devices. Customer has stated the issue is occurring with both central and peripheral lines. The customer has not provided any specific information regarding incidents, patients, or medical intervention.